Event description:
It was reported: a customer complained that a c1000t portable oxygen device had a plumbing leak. The device was returned for evaluation. Upon receipt, a note was attached to the unit stating the device froze the tubing to the oxygen delivery mask. The customer has been contacted and additional information has been requested regarding th event. Reference our complaint ri200605-1657.

Manufacturer narrative:
The device has been received and is undergoing evaluation. A supplement report will be filed with our findings. Liquid oxygen is extremely cold (-297 degress f/183 degress c). When touched, liquid oxygen, or parts of the euipment that have been carrying liquid oxygen, can freeze skin and body tissue," also, "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or sustaining. This equipment is not for use by patients who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."